Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that right ventricular (rv) lead administered inappropriate shock therapy due to lead oversensing. The rv lead was explanted, replaced, and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Analyst commented, the returned lead distal segment was thoroughly analyzed electrically and visually (including destructive analysis) in an attempt to find an explanation for the oversensing described in the event. There were no anomalies observed on the returned distal segment. An in-vivo insulation breach or conductor fracture was not observed during analysis. All electrical and visual analysis was within specified parameters. The lead was returned with non-severe explant damage. The full lead was not returned. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.